Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an optiflow junior 2 nasal cannula, as part of the ojr414b optiflow junior 2 blender transition kit m, was broken during use. It was further reported that two cannulas were affected. There was no reported patient consequence.

Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an optiflow junior 2 nasal cannula, as part of the ojr414b optiflow junior 2 blender transition kit m, was broken during use. It was further reported that two cannulas were affected. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the subject devices, two ojr414b optiflow junior 2 blender transition kits were not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the healthcare facility, and our knowledge of the product. Results: the healthcare facility reported that the tubing of two optiflow junior 2 nasal cannulas was broken during use. There were no reported patient consequences. Conclusion: we are unable to determine the cause of the reported event. As part of the manufacturing process, all optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails specifications is discarded. In addition, representative samples from each batch are functionally tested to assess retention strength between the assembled components. If there are any failures the entire batch quarantined for further investigation. The user instructions which accompany the optiflow junior 2 blender transition kit show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm)."